Manufacturer narrative:
An ocd field engineer went to the customer site and determined that the probe was bent and broken. The fe replaced the probe, wash block and performed 12-month preventative maintenance. Qc passed. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the ortho provue analyzer did not pipette patient cells in the mts gel cards. The analyzer also leaked fluid. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.